Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. During preparation, when farawave catheter was inserted into the sheath straight once aspirated, a constant air was coming back into the sheath. Firstly, the catheter was removed and reinserted but same issue was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned and analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. During preparation, when farawave catheter was inserted into the sheath straight once aspirated, a constant air was coming back into the sheath. Firstly, the catheter was removed and reinserted but same issue was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device was received for analysis.